Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) unit o ring broken. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) o ring broken. Getinge field service engineer (fse) investigated the customer's complaint with o-ring broken. Customer stated, they went through almost 2 tanks on helium. He was able to locate the damaged o-ring on the male insert where the rescue pump meets up with the cart. Replaced the o-ring and functional without any further leaks or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. No patient involved. No parts to return o-ring disposed on site.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.